Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after surgery, the patient experienced blurred vision (20/70) and had a yag (yttrium aluminum garnet) procedure. The patient felt that her vision was better prior to having the company lens implanted and was advised to speak to the surgeon about the issues she is experiencing or seek a second opinion. Additional information has been requested. There are two medical reports associated with this patient. This file belongs to right eye.